Event description:
It was reported that during a gastroplasty - capella procedure, the instrument did not staple all the staple extensions and did not cut in the same line. Event occurred in the third gastric firing using a blue reload 45mm. It was not reported how the procedure was completed. There were no adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Damaged trigger post and trigger. Evaluation summary: the analysis results found that the device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with no damage to the spring lockout. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and firing trigger post were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was attempted to be fired on thicker tissue than indicated or attempted to fire through a locked reload in previous firings. It should be noted that all instruments are inspected 100% for staple presence by an automated vision system. In addition a sample of the batch is inspected at finished goods quality assurance to ensure the device meets the required specifications prior to shipments. A batch record review was performed and no anomalies were found during the manufacturing process.